Event description:
It was reported that during device preparation, the implantable cardioverter defibrillator had long charge time noted during capacitor testing. The device was not used for implant. There was no patient involvement.

Manufacturer narrative:
The reported event of long charge time was confirmed in the device image. However, the long charge time could not be reproduced. Review of device data showed the device had a long charge time during capacitor maintenance. Final analysis did not find any anomalies that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The cause of the long charge time was found to be due to exposure to cold temperature.